Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. (B)(4) original implant date unknown. Unknown if device is/not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, that during an initial surgery for an olecranon fracture, when drilling a 6.5mm cancellous bone screw 32mm thread/150mm screw, it broke at shaft junction with the final tightening. There was approximately an inch and a half of screw thread that was generated and had to be retrieved from the patient. X-rays, cortical windowing and burring of the bone had to be done to retrieve all of the threads. There was a surgical delay of an hour. No patient information available. This report is 1 of 1 for (B)(4).